Event description:
The customer's spouse called to report that the customer was admitted to the hospital fo high bgs. The customer's spouse informed that pt did not have the pump to troubleshoot at the time of call. It was stated that the customer had problems with the pump for the last four days. The device sometimes had blank display. The customer's spouse indicated that they are not aware of any alarms going off. The customer changed the set the day before the admission and the bgs started to rise. It was informed that the customer was traveling and did not have any replacement sets or manual injections. The bgs kept rising until the customer went to the hospital for assistance. The device was not available to troubleshoot. A replacement pump was requested.